Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in fluctuating blood glucose levels. The patient had this issue for some time now, sometimes the values are too high, sometimes very low.